Manufacturer narrative:
Doctor states that the tooth had no evidence of damage prior to the patient's initial bonding. The hygienist who performed the debonding has performed approximately 1200 debondings, and is skilled at the procedure. 3m unitek has had no prior incidences of a tooth breaking horizontally upon debonding. It is possible that the patient experienced a blow to the mouth that fractured the tooth, but it was kept intact by the bracket and then broke upon debonding. The orthodontist believes that this incident is an anomaly, and is unsure of the cause.

Event description:
Patient was at orthodontist to have braces removed at end of treatment. Upon debonding the lower right central anterior bracket, the tooth broke horizontally at the lower gingival 3rd. The patient saw an endodontist, who performed a root canal and placed a temporary crown, then a permanent crown.